Event description:
It was reported that bd phaseal¿ protector solus p120j had an exposed needle and had the injector and mating component seperate. The following information was provided by the initial reporter: " after transferring saline into a syringe, the hcp disengaged the injector and then saw the injector needle exposed.".

Manufacturer narrative:
Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 2106005, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Five retained samples from the same lot were used for additional evaluation, no damage or other defects were observed on any of the products and broken safety sleeve or exposed injector needle was observed. Product undergoes visual and functional inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification. The test results for the reported lot were reviewed and all product was found to meet the required specifications. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that bd phaseal¿ protector solus p120j had an exposed needle and had the injector and mating component seperate. The following information was provided by the initial reporter: " after transferring saline into a syringe, the hcp disengaged the injector and then saw the injector needle exposed."